Event description:
It was reported that the zipfix did not close accordingly. Device did not lock properly even though the application technique was followed. Locking feature opened during sternal closure. Implant was removed with no additional surgery time or reopening of the sternum for new closure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the DHR for this lot has been requested. The additional evaluation visual inspection revealed that the device did not lock properly. The device failure was related to the push back locking feature where the distance between the back wall and the feature was 0.2mm. The dimension should be 0.5-0.7mm as documented in the reference report for sternal zip fix complaints. Because of this, the locking feature could not properly engage and only the first tooth of the locking feature was in contact with the device bodies teeth. The investigation regarding the deformation to the locking feature and therefore of the device failure is undetermined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: expiration date was 07/23/2013. Device manufacture date was 07/07/2011. (B)(6). Placeholder.